Event description:
According to the initial information received, a 13mm amplatzer septal occluder (aso) was attempted using a 7f amplatzer torqvue 45 delivery system (dtv45) in a (B)(6), male patient; however, the left atrial disc of the aso deformed in the atrial septal defect (asd). The aso was retracted and both the aso and dtv45 were removed. The aso was attempted using a 10f hausdorf sheath to accommodate the patient's atrial anatomy; however, the deformation persisted. The aso was removed from the patient and appeared to assume its normal configuration. As a precaution, a replacement, 13mm aso was attempted. There was some uneasiness about the replacement aso due to device sizing/patient anatomy but it was felt the problem would resolve after the aso was detached so the aso was released from the cable; however, the replacement aso seemed unstable so it was percutaneously snared and removed. The aso was re-sized and another implant attempt was considered but the decision was made to postpone the procedure.

Manufacturer narrative:
Sjm could not evaluate the device involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Additional documentation is expected; when our investigation is complete, a supplemental report will be provided.

Manufacturer narrative:
Procedural images received included fluoroscopy, cineangiography, and transesophageal echocardiography (tee). Review of the images by sjms medical consultant indicated that tee was used throughout the procedure and a right heart catheterization was performed. Balloon-sizing was performed which showed two defects, a patent foramen ovale (pfo) with a small- to medium-sized tunnel and an atrial septal defect (asd). The 13mm aso was deployed and recaptured. The sheath and aso were removed and a larger sheath was introduced. The same aso was advanced; however, fluoroscopic imaging showed the device was twisted inside the sheath. When the left disc was deployed in the left atrium, it assumed a cobra-shaped deformation. The device was removed and a new, 13mm aso was advanced. The aso deployed appropriately although the left disc appeared bulky and the waist constricted. Cine-angiography was performed to check device position and the device was released. A snare was later observed retrieving the replacement, 13mm aso into the sheath. The cause of the event did not appear to be device related but rather related to patient anatomy and user experience.